Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported vit cutter stopped working.¿ to address the reported vit cutter issue, the non-conforming component on the vitrectomy valve was replaced. The system was tested and found to meet product specifications. The reported ¿potential retinal tear¿ cannot be confirmed, based upon the information provided. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. The root cause of the reported event related to the probe is attributed to the non-conforming component on the vitrectomy valve. The report of potential retina tears could not be confirmed therefore, the root cause is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a vitreoretinal surgery, the cutter in the ophthalmic system functioned for only about five minutes or less before stopping, although aspiration continued to work. The surgeon believed this might have contributed to retinal breaks, as the vitreous was being pulled without being properly cut. The issue did not resolve even after multiple paks were changed. The surgery was completed on the same day. The current condition of the patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.